Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead triggered an alert. The pacing impedance was noted to be high, short v-v intervals were noted, and noise was noted on non-sustained tachycardia episodes. A possible lead fracture was suspected. Reprogramming was performed to turn high voltage therapies off. The plan is to replace the lead after the patient is cleared from another unrelated emergent procedure. No patient complications have been reported as a result of this event.